Event description:
The customer that during a retro grade case, the system would not take x-ray exposure and displayed a "saturation fault" on display. The case was terminated at that point without any pt injuries.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.